Event description:
It was reported that this device battery had an elective replacement indicator. The device data indicated the battery had reached replacement time in 2017; the device was actually implanted in 2018. Also, the patient had received a transvenous system in 2021 while the subcutaneous system remained implanted but was programmed off when the new system was implanted. The subcutaneous device was being checked today at the clinic when this was discovered. Technical services advised to send in device memory data if they want further information. There were no additional adverse patient effects. The device remains implanted.